Manufacturer narrative:
The reporter's strips were provided for investigation where they were tested with a retention meter and high level control sample. Testing results (qc range = 2.2 - 2.3 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. Additional strips and the customer's meter was returned at a later date: the reporter's meter and strips were provided for investigation where they were tested with a high level control sample. Testing results (qc range = 2.2 - 2.3 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable inr results for two patients with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Patient 1: on (B)(6) 2021, the result from the meter at 3:30 p.m. Was 6.4 inr. The result from the laboratory at 5:30 p.m. Was 4.6 inr. Patient 2: on (B)(6) 2021, the result from the meter was 4.1 inr. The result from the laboratory was 3.0 inr. The therapeutic range of both patients is 2.0-3.0 inr.